Manufacturer narrative:
The snowden-pencer diamond-flex retractor subject of the reported event was returned for evaluation. Upon visual inspection it was found that the tension cable was severed, and the device was unable to articulate. There was a bend in the main shaft of the device and a sharp bend in the memory wire. The braided cables within the sharp bend of the memory wire were also fractured. The snowden-pencer diamond-flex retractor subject of the reported event is 19 years old. A complaint review has determined this to be an isolated event for the subject lot. No additional issues have been reported.

Manufacturer narrative:
V. Mueller contacted the user facility to obtain additional event information and is awaiting a response. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch # (B)(4) that, "wire was noticed to be frayed and the instrument was removed from the inside of the patient." No report of injury.